Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain 5) alarm was identified in the log. The alarm occurred on (B)(6) 2014 10:19:23. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.